Event description:
It was reported that during an emergency thrombectomy procedure for a right vertebral artery v4 segment occlusion, after initiating thrombus aspiration and completing the first pass, the outer layer of the subject catheter ruptured near its proximal end (close to the hub) during withdrawal. The physician promptly withdrew the entire catheter, replaced it with a new catheter, and successfully completed the procedure. No clinical consequences were reported to the patient due to this event.